Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family reported that the patient experienced ¿no improvement¿ after implant of their device. It was noted the patient¿s ¿main symptoms before the operation were pain from the roots of both thighs to the knees.¿ the patient was examined at a hospital on (B)(6) 2021 and the patient¿s physician ¿informed the patient that there was displacement of the electrical stimulation in the patient¿s body and follow-up surgery was needed.¿ the cause of the electrical stimulation ¿displacement¿ was asked, but unknown. Explant of the patient¿s device was planned as of (B)(6) 2021 and the patient was hospitalized at that time. No further complications were reported or anticipated.